Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6. No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) was dispatched on-site to assess the reprocessing practices at the user facility. Based on the observation summary report from an endoscopy support specialist (ess), all steps completed by staff at facility were in alignment with the instructions for use (IFU). Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope was removed from medivator and an oily residue was found on it. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.